Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as sections of hives that are painful and itchy. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed benadryl cream and benadryl pills for the allergic reaction. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.